Event description:
The surgeon reported a system message displayed during set up. The surgeon had already completed several procedures that day and had switched off the system. When he turned the system back on to start a new procedure, the system message displayed. The pt was already in the operating room. The system message would not clear. The pt was transferred to another facility to proceed with the surgery. Add'l info rec'd stated the surgery was completed that evening. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The company service rep found a lot of fluid inside the system. The fluidics module was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).